Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: clinical nurse manager. The actual device was not returned for evaluation. Therefore the investigation was based on the photo received and retention samples. Based on the results of our investigation, the root cause of the complaint could not be identified. Reference photo of actual sample showed two activated sg3 needles connected to a syringe. The cannula of the needles was not securely covered by the sheath. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the sheath was successfully activated without any difficulty and no abnormality such as protruding of cannula was noted during simulation. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Moreover, we have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. (B)(4).

Event description:
The user facility reported that the safety mechanism in the new terumo surguard3 25 x 1"g needles was not working. Additional information was received 10december2019: there was no needle sticks, the incidents was that the needle stuck out of the sheath after activation. No one was injured. Additional information was received 16december2019: the needle was activated using her thumb, and bent out of the sheath. No patients were affected, and no nurses/ma's were injured.